Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air introduction was observed. Upon inspection, the physician noted damage to the sheath valve, and the dilator was also reported to be damaged/defective. The sheath was replaced, and the procedure was successfully completed using another faradrive sheath. No patient complications occurred, and the patient recovered fully.